Event description:
It was reported that during a routine changeout procedure noise was noted on the right atrial (ra) lead when connected to an analyzer. Unstable impedance and possible lead fracture was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.